Event description:
A philips employee became aware of a journal article (published online 23aug2019) ¿a single-center experience with phoenix atherectomy system in patients with moderate to heavily calcified femoropopliteal lesions¿. The study retrospectively aimed to evaluate efficacy and safety of a new rotational atherectomy (ra), the phoenix atherectomy¿ system, for the treatment of de novo and re-stenotic or occlusions atherosclerotic moderate-heavily lesions of the femoro-popliteal axis. A total of 2 patients with heavily calcified femoro-popliteal lesions causing severe stenosis or occlusions were enrolled in the study between january 2015 and august 2017. Philips volcano phoenix atherectomy catheters were used during the procedures. Procedural complications included a 68-year-old male who experienced distal embolization in the dorsalis pedias artery, which was treated successfully with mechanical thrombo-aspiration. Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the philips volcano devices. Additionally, the date of procedure was not listed for these events; therefore, 23aug2019 has been used, the date of publication. Gandini, roberto,pratesi, giovanni,merolla, stefano,scaggiante, jacopo,chegai, fabrizio. 2020. A single-center experience with phoenix atherectomy system in patients with moderate to heavily calcified femoropopliteal lesions cardiovascular revascularization medicine, 21(5): 676-681. This report captures the serious injury in the 68-year-old male that occurred after use of the phoenix atherectomy catheter. There was no alleged malfunction of any philips volcano devices in use during the procedure.

Manufacturer narrative:
A3b/a4/a5/a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6) patient information regarding relevant tests/laboratory data - specific patient/case detail was not provided. D1) exact brand name is unknown; however, this is for a phoenix atherectomy catheter. D1/g) address listed reflects the specification developer. D4/g4/h4) the lot number was not provided, thus the following information is unknown: brand name, model/catalog number, unique ID, expiration date, 510k number and manufacture date. E) although the journal article originated from italy, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded, thus no product investigation was performed. H6) per IFU, embolism is listed as a possible complication with use of the phoenix atherectomy catheter. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.